Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to leukemia. Customer had received a battery out limit alarm after a battery change. The blood glucose reading was 97 mg/dl. Customer stated that the batteries were out of the insulin pump for an extended period of time. Nothing further was reported.